Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced occlusion causing leakage. The following information was provided by the initial reporter: occluded needle caused the needle and syringe to separate as vaccine being injected. Majority of vaccine sprayed outside patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced occlusion causing leakage. The following information was provided by the initial reporter: occluded needle caused the needle and syringe to separate as vaccine being injected. Majority of vaccine sprayed outside patient.